Event description:
It was reported to philips the device gave the message ventilator inoperative 100a data acquisition pcba adc reference failed, 100a. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The device was being evaluated at the service center. Following the evaluation of the device, the technician replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. It was determined that the root cause was the da pcba.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The data acquisition board was returned to failure investigation (fi). There was no fault found. Fi investigation could not replicate the reported problem.